Manufacturer narrative:
Batch reviewbatch review performed on 23 july 2025. Lot 2338089: (B)(4) items manufactured and released on 28/09/2023. Expiration date: 12/09/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 3 months post-primary, the patient reported instability of unknown origin. The surgeon revised the insert from 12 mm to 13 mm to restore joint stability. Surgery completed successfully.